Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6, h11. Corrected fields: b5, e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the lens is bumped occurred due to excessive use by mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was completed using a similar device.

Event description:
The customer reported to olympus that the telescope, 3 mm, 30°, wideangle, autoclavable had the lens blurry and bumped. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the tube was damaged. The following non-reportable malfunctions were found during the device evaluation: the image was blurry and foggy with the meniscus lens damaged. The tube had dents from damage during storage and there was a ring missing. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.